Event description:
It has been reported to philips that one of the screens was not working and could not refresh. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system's one of the screens was not working and could not refresh. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was expired. To date, there have been no further reports of this issue. 12 weeks later, however the system was reported as, one of the screens was not working and could not refresh and the issue got resolved after the replacement of the monochrome monitor. After which, the system was returned to use in good working order.